Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation.a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.additional information: patient details updated in complaint. Event date was updated from unknown to 16 may 2023.

Event description:
It was reported, that during use, the cassette was faulty. And the patient had to make a new mix. The patient stated, the pump kept beeping until she made a new mix. This was a continuous infusion. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.